Event description:
It was reported that the database analysis performed identified a bluetooth fault code when charging the spinal cord stimulation implantable pulse generator (ipg) battery. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg currently remains implanted in the patient and delivering therapy. The patient still has a stimulation, no new programing is needed. The patient reported that the therapy did stop a few times, but did not indicate it was during charging.

Event description:
It was reported that the database analysis performed identified a bluetooth fault code when charging the spinal cord stimulation implantable pulse generator (ipg) battery. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg currently remains implanted in the patient and delivering therapy. The patient still has a stimulation, no new programing is needed. The patient reported that the therapy did stop a few times, but did not indicate it was during charging. Additional information received indicates that an ipg firmware update was successfully performed, the patient is doing well and has not experienced the reset issue.